Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-12081. It was reported that myocardial infarction, stent thrombosis, and inadequate stent apposition occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 38mm x 3.0-4.0mm, concentric, de novo target lesion was located in the non-tortuous and non-calcified proximal to mid right coronary artery (rca). After pre-dilatation was performed resulting to 80% residual stenosis, a 2.25 x 38 synergy¿ drug-eluting stent was implanted in the mid rca and a 3.00 x 20 synergy¿ stent was implanted in the proximal rca. Post-dilatation was then performed with an emerge balloon catheter and the procedure was completed. Post procedure, the patient was sent to the ward and was kept under observation. Three hours later, the patient suffered acute myocardial infarction (ami). Intravascular ultrasound (ivus) was then performed and a lot of thrombosis was found in the proximal to mid rca, and under expansion was also noted with the two synergy¿ stents. Subsequently, aspiration was performed and the 2.25 x 38 synergy¿ stent was expanded to 3.0mm and the 3.00 x 20 synergy¿ stent was expanded to 4.0mm. Better blood flow to the rca was obtained and the procedure was completed. The patient was transferred to the intensive care unit (ICU) and was kept under observation. No further patient complications were reported and the patient's status was stable.